Event description:
It was originally reported that the user test failed and the service indicator was displayed. There was no pt use associated with the reported event. This service report was not reported as an MDR at the time because although it displayed a service indicator, it was observed that the device still delivered energy. On a later date, the failure analysis lab evaluated the replaced pcb assembly and observed that abnormal energy was delivered.

Manufacturer narrative:
The physio-control field service rep evaluated the device and found error code a029 in the error log. After replacing the biphasic module pcb assembly proper device operation was confirmed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced pcb assembly and observed that abnormal energy was delivered and that the root cause for the reported failure was an electrical short of the h-bridge transistor designators q5 and q6.